Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the slitter blade ran into the pacing lead and damaged the outer insulation of the pacing lead during the slitting of the catheter. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.